Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. (B)(4). Summary of investigational findings: since no product or images are available the investigation is based only on the information provided. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. However, it is possible that the filter is in a tenting situation. Based on a review of the clinical literature, cook has concluded that vena cava filters distort the vessel lumen so the anchoring points of the filter appear outside the blood flow fluoroscopically visualized. This distortion or "tenting" is not unique for "tulip" filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter was placed in the patient's ivc by the different physician at the different hospital from the complainant. The date of filter placement is unknown. On (B)(6) 2012, the complainant performed a CT exam, he found the filter perforated the ivc. Additional procedure is under consideration. Patient outcome: the patient's condition is unknown as not provided by reporter.